Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the right essure device is extending approximately 4 cm in uterus.') In a 38-year-old female patient who had essure (ess205) (batch no. 626624-valid,528398-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and procedural pain. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"), 1 month 1 day after insertion of essure (ess205). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Lot number 528398 is invalid. Lot number: 626624 manufacture date:2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the right essure device is extending approximately 4 cm in uterus.') In a 38-year-old female patient who had essure (ess205) (batch no. 626624-valid,528398-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and procedural pain. Concomitant products included ibuprofen from may 2008 to may 2018. On (B)(6)2008, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"), 1 month after insertion of essure (ess205). On (B)(6)2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device expulsion, depression, anxiety, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6)2005, (B)(6)2008, (B)(6)2008. Plantiff received treatment for event pain, bleeding. Essure confirmation test(s) conducted on (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Lot number 528398 is not valid. Lot number: 626624 manufacture date:2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome for the event pain and bleeding updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the right essure device is extending approximately 4 cm in uterus.') In a (B)(6) female patient who had essure (ess205) (batch no. 626624,528398) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and post procedural pain. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), back pain ("low back pain") and abdominal pain lower ("lower abdominal pain"), 1 month 1 day after insertion of essure (ess205). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received: events the right essure device is extending approximately 4 cm in uterus., abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, migraines/headaches, nausea, dysmenorrhea, fatigue, lower abdominal pain, low back pain were added. Product start and stop date, lot number, lab data, medical history and concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.